Event description:
In 2009, the sales representative reported that on an unknown date, the patient complained of pain and upon x-ray, it was noted that the rods were broken. Four days prior to report, revision surgery was performed to remove the broken rods. There was no surgical delay. Additional information received via telephone on 23 oct 2009, the sales representative reported that during revision surgery, the surgeon untightened the closure tops; explanted the caudal part of the rods and extended the rest of the construct with the remaining part of the broken rods, and a hollow tube from another company and then retighten the closure tops.

Manufacturer narrative:
No device will be returned due to part of the product is still implanted, and the other part of the product was discarded by hospital.